Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference manufacturer report: 1627487-2018-01378, 1627487-2018-01374. It was reported the patient's implanted lead tip had eroded through the skin near the cheek. The patient had surgery in which the incision was cleaned, the lead was repositioned back into place. Reportedly effective stimulation was restored post-operatively.